Event description:
It was reported that during a hand assisted aortic femoral bypass graft the device would not release from the tissue. The procedure was converted to open, extending the incision from 7cm to 20cm. A like device was used to transect the vessel and the device was removed. The vessel was occluded for approximately 3 hours.